Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Olympus service operation repair center (sorc) was unable to confirm the reproduction of the phenomenon. The video connector receiver was replaced about a year ago, so there was little possibility of poor contact of the video connector receiver. Therefore, it was presumed that the phenomenon occurred due to the temporary malfunction of the circuit boards, which performs signal processing. The device was delivered for more than 10 years ago, and it was presumed that the boards deteriorated over time due to long-term use.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified timing, a message appeared and the color bar was displayed occasionally. There was no report of patient injury associated with the event. The event date was unknown.